Manufacturer narrative:
Per the clinic, on (B)(6) 2015 the patient experienced extrusion of the electrode array. The implanted device remains. This report is filed march 27, 2015. Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was prescribed oral antibiotics (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
This report is filed october 28, 2015.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed (B)(6) 2015.